Manufacturer narrative:
The reported complaint of separation was confirmed. During visual inspection, the transducer male luer was received broken from the three way stop cock. A part of the male luer is still inside the stopcock. Beach marks were observed at the broken region. The probable cause of the breakage had occurred due to unintentional bending and twisting forces applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/18/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: ext. (B)(6).

Event description:
The event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip where it was reported there was a tube separation. There is unknown patient involvement and unknown patient harm. No further information is available for this complaint.